Manufacturer narrative:
It was reported that the ventilator had a broken support arm and user interface holder. The service engineer found that the support arm clamp was broken and the user interface holder joint didn't rotate easily. Technical error codes for loudspeaker error and alarm sound level too low was found in the device logs. The ventilator was returned to the customer after passed functional tests. Replaced parts were returned for investigation. The evaluation of received device logs confirms loudspeaker problems beginning on (B)(6) 2020, which will be used as the date of event. The visual investigation of returned parts found that the support arm clamp was broken. The cast fracture surface showed no pores/defects. A too high load may have caused the fracture, but no additional information to explain the event was received. The user interface holder was received disassembled. The rotational harshness could not be explained from disassembled parts. Electrical measurements of the loudspeaker showed that its coil was electrically open and not functional. A broken support arm clamp may, as a worst case scenario, cause extubation. The cause of the broken support arm clamp was not established. Found technical error codes will not affect ventilation.

Event description:
Manufacturer ref.#: (B)(4),

Event description:
It was reported that the ventilator had a broken user interface holder and support arm. There was no patient involvement. Manufacturer ref.#: (B)(4).